Event description:
It was reported that the poly trial was chipped. The device was still used with success. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar events. Factors that could have contributed to the reported event may be related to the misuse by the user while removing/inserting the trials or wear and tear from repeated use.